Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the jaws of the device would not open completely. The needle would not transfer to the other side. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended or time.